Event description:
Resident on a medastat 3 air bed. The air bed has to be inflated within a weight range. The bed should be relatively soft upon inflation. When residents roll to the side of the bed or sit at the edge of the bed, the opposite end of the bed inflates and the end where more weight is deflates/compresses and the pts suddenly fall. Investigation of this event found that when this resident repositioned herself on the medastat 3 air bed and the air shifted, it basically pushed the resident out of the bed. Nursing heard a loud crash and found resident on the floor. Resident was assessed and sent to hospital where she was found to have a fracture of the femur. The facility found with further investigation, that there have been several other falls by residents in the facility that were also caused by the medastat 3 air bed -none w/ serious injuries until this one-. Upon notifying the vendor, medastat 3, of these events, the vendor already seemed to know that this could happen and knew how to fix it, however, this info was not provided to facility when beds were purchased-. The vendor stated that they needed to use an overlay with the bed/mattress that has wings/bolsters on it. The vendor has supplied these overlays for all beds in use at the facility. The co has requested their account be noted that the overlay is to be with any beds ordered in the future.